Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was opened and the shield could not be engaged. It was not used for the case. New trocar pulled. No pt consequences.